Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, but the best estimate is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the symfony toric zxt150 +34.0 diopter intraocular lens (iol) was implanted into the patient's operative eye on (B)(6) 2018. The lens was later explanted on (B)(6) 2018 because the patient complained of recurrent dysphotopsia. Reportedly, a monofocal zcb00 +33.0 diopter was implanted as a replacement. There were no complications or harm to the patient at the time of surgery. No anterior vitrectomy was performed and no sutures were used. The account commented that the explanted lens is not available for evaluation. No additional information was provided.